Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 409 mg/dl. Customer treated with a manual injection. The customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to protruded/loose driver support disk. Also, the insulin pump had a missing end cap sticker. The display functioned properly, no pump start anomaly noted. No moisture damage found on electronic assembly and motor.